Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance issue. Reasonable evidence suggests this lead exhibited a malfunction. This lead was successfully replaced. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.